Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level of 513 mg/dl. The customer administered manual insulin injections to address bg. The customer continued to use the pump for insulin therapy.